Event description:
It was reported the device displayed an error code 46440. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did not notice any external damage. The customer stated problem was not confirmed. Pump passed all functional tests and the error code was in the history once. Performed pm (preventative maintenance) on pump. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.